Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code).

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. Both seals were broken. The top case corners were cracked. The bottom case was also cracked by the l-bracket. Both plunger cases were also cracked. The event history log showed evidence of the reported motor rate error. An occlusion test was performed. The reported motor rate error was reproduced during the test. The product problem occurred because of fluid ingression on the main board. This damage was caused by the user. User fault was therefore established as the root cause of the reported product problem (motor rate error). The main board was replaced. The pump then underwent preventative maintenance. The pump subsequently passed functional testing.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.